Event description:
Customer indicated a patient's blood lead test result was 3.9 ug/dl. Customer pointed out the patient was living in a home that is currently undergoing re-modeling. Patient was sent for confirmatory testing. The confirmatory test result was not available at the time of the call, ts asked customer to send the test results when available. Customer reported lc controls are run every morning, on each analyzer, and controls are always in range. Customer was unable to provide control results while on the phone with technical services (ts). Ts asked customers if they use microtainers to collect patient samples. Customer does not use microtainer tubes; they use the capillary tubes included in the leadcare ii kit. As part of troubleshooting ts asked customer to describe method for blood lead capillary collection. Customers bring individual capillary tubes on a plastic tray into collection room. Patient's hands are washed with soap and water and allowed to air-dry. The collection site is wiped with alcohol pads and then lancing the collection site. The first drop of blood is discarded by wiping. Customer reported filling capillary tube to black line with no air bubbles, removing excess with a clean gauze, then dispensing the contents in treatment reagent (tr) tube with plunger. Customer reported mixing tr tube by inverting8-10x, then using dropper provided in kit to dispense sample onto "x" of sensor. Ts identified instruction not followed; operator is touching skin while wiping away the first drop of blood. Ts instructed the customer to keep test kit supplies in original containers until immediately before use and to follow cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is written in the package insert. Ts sent cdc capillary collection video, package insert, leadcare user's guide, and cdc finger stick poster.

Manufacturer narrative:
The customer's call included a second patient (this patient's sibling) with elevated blood lead test results. This report documents results of one patient. Individual MDR is filed for each patient rest results. The report number associated to this event is referenced in the respective section of this 3500a for traceability.